Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/19/2016 with the following findings: there were pump reboot events observed in the pump's black box. No damage was found to the battery compartment or battery cap. The battery cap attached securely to the pump. During a 24 hour duration test, a call service 088 alarm occurred. The pump case was cracked near the display screen. The display screen was dim and discolored. Moisture was found on the internal components of the pump.